Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient experienced a hemorrhage resulting in significant dysarthria and cognitive disruption. The patient is undergoing physical therapy. The dbs system is functioning and remains implanted in the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), lot: 7078566.